Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported event of a type 3b and 3a endoleak with sac growth and explant of the device due to the lack of available medical records for review. However clinical was able to find substantial evidence to support the following additional findings of an occlusion of the right external iliac artery where a stent graft extension was placed. Due to lack of available medical records for review, clinical was unable to identify the type of stent graft extension that was occluded. The type 3b endoleak was mostly likely device related due to the use of strata material. The cause of the type 3a endoleak and occlusion of the right external iliac artery is unknown due to the lack of available medical records for review. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Conclusion code: remove code 11.

Manufacturer narrative:
The explanted devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a type 3b endoleak was reported. A secondary procedure was completed. The physician elected to do an open repair and explant the previously implanted devices. As of the date of this report, there have been no additional patient sequelae reported.